Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that after using an asahi guide wire with a non-abbott atherectomy system in the moderately calcified tibial artery lesion, the guide wire appeared to have flaked or peeled. There was no adverse patient effect or a clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is manufactured by (B)(4), registration number: (B)(4). Abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. Warnings section of the IFU describes: -never use metallic needles or metallic sheaths for insertion and withdrawal of the guidewire. Otherwise, the guidewire may be damaged. -if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire... If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Based on the investigation outcome, location and condition of the ptfe coating damage suggested that the damage was related to the use of a metal torque device. Sliding and rotating an unloosened metal torque device could scratch and peel the ptfe coating. Contacting edges of other devices could also damage the ptfe coating; however, this could not be identified based on the provided information.